Manufacturer narrative:
The insulin pump passed the displacement test, active current test, and self-test. Pump failed sleep current test due to corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. No alarms or alerts noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range, however, the power management graph indicated an esd latch-up on an ic chip. The pump downloaded history confirmed the pump alarmed failed battery alarm on (B)(6) 2022 at time 01:49:13.000, low battery alert on (B)(6) 2020 at time 19:09:00.000, replace battery now alarm on (B)(6) 2022 at time 09:29:00.000, and power loss alarm on (B)(6) 2022 at time 07:19:25.000 due to moisture damaged to the pcb1 board and pcb2 board. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor home switch, and force sensor. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, cracked battery tube threads, serial number label fading, end cap address label fading, scratched case, cracked select button keypad overlay, pillowing keypad overlay, and corroded battery tube. Low battery alert was confirmed due to an esd latch-up on an ic. Problem isolated to the electronic stack. Unexpected battery power loss confirmed due to high sleep currents. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reports a low battery alarm or short battery life. Troubleshooting was performed and found that the pump did not alarm with ¿replace battery¿ or ¿replace battery now" and ¿power error detected¿. The pump was in vibrate or vibrateaudio mode. No harm requiring medical intervention was reported. The customer will discontinue using the pump and the device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.